Event description:
The customer reported that the 9900 system had a stator not on error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.